Event description:
A surgeon reports a patient is experiencing halos and double images following intraocular lens implant surgery. The surgeon has discussed the option of wearing glasses to address this tissue, but the patient is reluctant.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. This report was mailed to the FDA on: 04/27/2007. Add'l info was requested by fax and by mail on 04/04/2007. Phone follow-up was conducted on 04/02/2007 and 04/11/2007. A completed questionnaire was received on 04/09/2007.